Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that after implant the patient is having pain and a burning sensation in their left leg, which was not there before implant. The patient was feeling discomfort as their leads were placed under fluoroscopy, and felt more discomfort during intra op testing. During the implant, after taking a lateral x-ray, the doctor said the lead looks to be more anterior then he liked so he corrected the lead position. Doctor is planning to get an MRI. The issues has not been resolved at the time of this report. Additional information was received from an MRI technician on (B)(6) 2017. The MRI was due to a problem with the device or therapy. The scan was near the implant area. The event date was noted to be (B)(6) 2017. MRI guidelines were sent to the caller. Additional information was received from a manufacturer representative (rep). It was reported the cause of the burning sensation was in relation to the lead placement according to the healthcare provider (hcp). The hcp believed the lead may have went anterior, or there could be prior scar tissue. The burning sensation was resolved and the patient felt much better now. No revision was scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the lead was placed anteriorly due to the patient's anatomy; the patient had scar tissue. No further information was reported or anticipated.